Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/19/2019. Device evaluation summary: during analysis of the sample was found ruptured. Creases were found in the edges of the tear. No other anomalies were discovered. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The reported complaint of rupture was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint condition were identified. This report contains supplemental information for mentor asr/psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: rupture and capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female who underwent primary breast augmentation with 275cc mentor memorygel breast implants experienced bilateral baker¿s grade iii capsular contracture with rupture post procedure. These issues were diagnosed by a physician. As a result, bilateral prosthesis replacement with 325cc mentor memorygel breast implants was performed on (B)(6) 2019. See 1645337-2019-20806 for contralateral prosthesis report. This report contains supplemental information for mentor asr/psr reference number (B)(4).